Event description:
It was reported that an overdischarge occurred. It was the patient¿s first overdischarge. A physician mode recharge (pmr) was attempted, but did not successfully reset the device. The implantable neurostimulator (ins) was going to be replaced. There were no patient symptoms or complications associated with the event and the patient status was reported to be alive with no injury. Additional information received three weeks later indicated that the ins had not yet been replaced. The patient was not getting therapeutic effect at the time of report.

Manufacturer narrative:
(B)(4).